Manufacturer narrative:
Method, results: no prod will be returned for eval.

Event description:
During a call to set up the pt's new insulin infusion device, the pt's wife mentioned that in 2004 her husband was using his previous infusion device and his blood glucose reading was as low as 28 mg/dl. She stated that one morning the pt's blood glucose was so low that he had a seizure. She stated that ems was called and when the pt's blood glucose was tested, his reading was 28 mg/dl. She stated ems gave the pt an IV of glucose which he stayed on until his blood glucose levels returned to an acceptable range. No allegation was made against the infusion device. No prod was requested to be returned for eval.